Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display on the animas pump reportedly is dimming progressively getting worst for the last couple of months. There was no trauma or moisture issue. The contrast was set accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the pump was powered on and the display was found to be dim and fading. When replaced with a test display it functioned properly.